Event description:
It was reported that the patient's controller would not take a charge and would not communicate with their implantable neurostimulator (ins). The controller screen was dark and it would not power on. The patient used aa batteries and the screen was still dark. They tried to plug the controller into the wall with the li battery and the screen was dark and no flashing light was on to indicate charging, although the green light was seen on the charging adaptor. A replacement device was requested. Additional information was received from the patient. Pt called back requesting assistance with bonding the replacement controller with the implant (ins). Pt was walked through steps to work through the set-up screens to bond the controller with the ins. Pt ensured the lithium-battery pack was situated in battery compartment, but noted the screen on the controller was blank. Reviewed the controller would likely need to be charged first. Pt connected ac power supply with the controller and confirmed the controller was charging from the ac power supply (green light was flashing). Reviewed to charge the controller first, before going through the set-up screens. Pt called back again later, stating that they got the controller set-up with the ins, but saw a screen on the controller that said "low" and an error message (pt couldn't further clarify). Pt indicated it was when they were charging the ins and attempted a recharging session, while on the phone. Pt reported they were able to successfully start recharging, with an excellent recharge quality. Pt will call back for further assistance if necessary. Additional information was received and it was reported that whenever they charged the implant the controller screen would freeze. They would have to reset the controller to resolve the issue and make it responsive again.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 h3: analysis of the 97745 controller (serial number (B)(6)) revealed that the controller failed the audio test and had a debug error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.